Event description:
It was reported that the patient presented for a scheduled procedure. Prior to procedure, an interrogation was performed an noise was discovered. Programming changes were performed, and the lead extraction was canceled. The patient was in stable condition.